Event description:
Report 2 of 2 received of an independent rate change. The pump was programmed to deliver 30 units of pitocin in 500ml at a rate of 1ml/hr with a volume to be infused (vtbi) of 500ml and the delivery was started. After approximately 1 1/2 minutes, the nurse noted the family member was having tetanic contractions and the fetal heart rate had dropped into the 80's. At this time it was noted that the pump display indicated the pump was delivering at a rate of 999ml/hr instead of the intended rate of 1ml/hr. The infusion was stopped and the pump was removed from clinical service. The contractions reportedly lasted 6 minutes and the fetal heart rate was decreased for approx 3 minutes. During this time, the pt was placed in the knee-chest position and was treated with an unspecified volume of lactated ringers, oxygen at a flow rate of 10l/min via mask, and an unspecified dose of terbutaline. When the contractions subsided, it was reported that the fetal heart rate returned to the basline of 130bpm with accelerations of 160bpm. After an unspecified length of time, the pitocin delivery was restarted using a replacement pump and the pt was delivered without incident. There was no reported adverse sequelae to the pt. Though requested, no additional info was provided.